Event description:
Boston scientific received info that this transvenous right atrial lead exhibited greater than 2000 ohms pacing impedance and loss of capture. Atrial sensing was noted to be within normal limits, so the physician opted to reprogram the device to vdd mode. There were no adverse pt symptoms reported. This lead was planned for replacement in the near future.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.